Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the physician's report, this patient's device was located outside of the cochlea as confirmed by an x-ray. The physician explanted it in 2006 and reimplanted the patient with a new device during the same surgery.